Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at 73,685 joules. Add'l info reported by the customer was during set-up an aim test was performed and the beam was visible. During the procedure, the event occurred while inside of the pt. There were no error codes that were displayed on the console when the event occurred. There was no report of any pt harm.